Event description:
The customer reported a communication failure error message. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system interface pcb, lemo connector, interconnect cable, p4 on the power signal interface pcb, p8 on the power motor relay and connector on ps-1 were reseated. The voltage on the fluoro functions pcb was adjusted to 5.25vdc. The system was tested and found to be working as intended and returned to service.